Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had multiple power error and replace battery now alarm. Customer also reported that the power error detected alarm recurred within a week of troubleshooting previous occurrence. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error and power loss alarm. The power management tool confirmed power error and power loss alarm were triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and a minor scratched lcd window.